Manufacturer narrative:
The customer¿s report of a broken male luer was confirmed. Visual inspection revealed that the male luer tip was strained and was lodged within the female end of the non-bd mating set. Dimensional and functional testing was not possible as the sets were already damaged. The root cause of the broken male luer was not identified.

Event description:
The customer reported a broken male luer that occurred during patient use. There was no patient harm.